Event description:
A customer reported to baxter (B)(6) of one (1) viaflex empty container (3000)w/connector, in which there was a black particulate matter that was detected inside of the bag in the right corner of the front of the bag. This was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is preamendment; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was sent in for an evaluation. During a visual inspection, it was observed that particulate matter was inside the bag solution. The root cause was determined to be from the manufacturing process of the bag which is done at baxter north cove. During the assembly of this product, the operator failed to detect the particle during visual inspection. This issue is being investigated through CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.